Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the needle hub broke on the sensor during insertion. The customer reported that the blood glucose was 8.7 mmol/l at the time of incident. Troubleshooting was performed. The customer reported that he will replace the sensor and send back the defective sensor for analysis. Product is expected to return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula broken. Missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Also inspected insertion needle and found needle bent, not broken.